Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
It was reported to b. Braun medical inc. That an infusion set (material unknown, lot unknown) was used during a procedure performed on an unspecified date. According to the complainant, patient was receiving parental nutrition and antibiotics through a peripherally inserted central catheter (PICC) line with the use of b braun IV pumps. The patient had an acute change in mental status and it was discovered that the patient had an air embolism. The patient required transfer to a tertiary medical center for hyperbaric oxygen therapy to treat the embolism. On review, the pump may have caused or contributed air delivered to the patient. The complaint device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample or lot number was provided for evaluation. The reported defect was unable to be confirmed. The root cause of the reported incident was unable to be determined. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.